Manufacturer narrative:
The reported event is under investigation.

Event description:
It was reported that during procedure, there was no vfe pressure and therefore oil extraction was not possible. Unable to complete the procedure, it was decided to abort the surgery. No report that actual patient harm occurred.

Manufacturer narrative:
With regards to this complaint, a vfie module was returned for investigation. Investigation of the returned vfie module revealed that the connection between the tubing and the water ingress filter was loose. Therefore, the pressure could not build sufficiently. Root cause investigation indicated that the detachment observed is attributable to a random separation of the two components involved. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
It was reported that during procedure, there was no vfe pressure and therefor oil extraction was not possible. Unable to complete the procedure, it was decided to abort the surgery. No report that actual patient harm occurred.

Manufacturer narrative:
In regard to this event logfiles were provided for review. Review of the logfiles did not reveal any anomalies regarding the event. The investigation will be continued when the product is received for investigation.

Event description:
It was reported that during procedure, there was no vfe pressure and therefor oil extraction was not possible. Unable to complete the procedure, it was decided to abort the surgery. No report that actual patient harm occurred.